Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 would not shut. The field service engineer found main drawer 5.1 jammed due to a loose hard stop¿three screws had fallen out. The station was powered down, the rear panel removed, and the hard stop secured. After reassembly and powering back on, pharmacy staff recovered the drawer. A verification test in hardware test application confirmed drawer 5.1 was functioning normally. The fse verified that all rubber rail bumpers are securely in place. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer would not shut. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.